Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Visual inspection of the pictures provided by the sales rep show the revised humeral component. There is deformation at the external surface of the polyethylene liner, which is inserted within the humeral component. Wear is evident to the ring (as reported by the sales rep), which dislocated from the humeral component. Catalog numbers and lot codes of other devices listed in this report: wbgc00 (b16691) glenoid component, mhcol-r22c (b16804) collar, mhstm-7x70 (b17408) humeral stem, mhsht-113 (b20635) humeral shaft. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.  A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a revision procedure of their stanmore mets proximal humeral head bayley walker for dislocation after the patient fell. The proximal humeral head was replaced with a new one. The humeral component had uncoupled from the glenoid component and the ring was visually worn.